Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and heart block. It was further reported that the right ventricular (rv) lead exhibited a fracture, high thresholds, variable thresholds and high undefined impedance. The rv lead was inactivated. The patient received a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.